Manufacturer narrative:
(B)(6). (B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The device cannot power on issue was identified a an f-38 alarm during the alarm log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred before use. There was no patient involvement. No additional information is available.